Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer alleges that her pump delivers insulin differently when she has brand new batteries in her pump than when her batteries are weaker. Customer is refusing to return the device. No adverse event alleged.